Manufacturer narrative:
Failure analysis is still in progress.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility "bugs" were found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility "bugs" were found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.